Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an under infusion with laronidase. The said drug is an expensive medication that they have to delivery every drop and used for hurler disease. The event occurred in the pediatric unit. There was no known patient injury or medical intervention associated with this event. No additional information is available.